Manufacturer narrative:
Examination of returned device found that there was very little indication of biologic fixation in the porous coating. There is no indication that the device was not within specification. There is no indication that the device left biomet control nonconforming.

Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2014. Subsequently, patient jammed their knee causing an onset of pain. Patient was revised on (B)(6) 2015 due to pain. During the procedure, it was noted that the porous femoral component lacked bone ingrowth. The tibial bearing, femoral component and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.